Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. Prior to release, the lens met all manufacturing specifidatiions. The results of our investigation reasonably suggests this event is not manufacturing related. Not received for analysis.

Event description:
The nurse reported the haptic on the intraocular lens broke during insertion into the eye. The lens was surgically removed the following day without complication.

Event description:
The lay user/patient's reporter contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
Inspection of the returned intraocular lens shows a detached haptic. While we were unable to definitively determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. The lens met all specifications prior to release. Will continue to monitor and trend all reports received.